Event description:
The operator at (B)(6) observed that the latch of the flat panel detector had fallen and the detector could not be placed securely in the stowed position. There was no report of injury to a pt operator or bystander from this event. The date of occurrence is not stated in this record; however, philips was informed of this event on (B)(6) 2010 according to the service work order record. On (B)(6) 2010, the philips field service engineer (fse) evaluated the system and determined that the spring assembly mechanism was damaged.

Manufacturer narrative:
(B)(4). The operator at (B)(6) observed that the latch of the flat panel detector had fallen and the detector could not be placed securely in the stowed position. There was no report of injury to a pt operator or bystander from this event. The date of occurrence is not stated in this record; however, philips was informed of this event on (B)(6) 2010 according to the service work order record. On (B)(4) 2010, the philips field service engineer (fse) evaluated the system and determined that the spring assembly mechanism was damaged. Based upon the field change order (fco) (B)(4) implementation, the engineering team determined that this issue is similar to an issue previously addressed. They identified that the bearing mounting hole diameter and tolerance specified in the revision b drawing did not provide a proper fir between the bearing and the bracket. The bearing could dislodge from and move freely in the mounting hole. When the bearing is dislodged, it changes the angle of the pin and does not allow it to full extend. Additional hardware design changes were made to the flat panel and implemented in the field through (B)(4). On 08/30/2013, field safety notice (B)(4) was released to the customer. On 10/27/2013, (B)(4) was implemented at the customer site. The immediate correction at the site was to replace the spring assembly. On 08/30/2013, field safety notice (B)(4) was released to the customer. On 10/27/2013, (B)(4) was implemented at the customer site. Internal cross reference: (B)(4). 30-day MDR mailed on 02/06/2015.